Event description:
The customer reported via phone call indicating that the insulin pump had a crack on the screen. Customer's blood glucose was 125 mg/dl. The customer stated that she fell with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside insulin pump noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.